Event description:
Initial sodium result 106 mmol/l, potassium result 3.85 mmol/l. Same sample repeated gave results of 156 and 141 mmol/l for sodium and 5.1 mmol/l for potassium. The initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.